Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure and time clock anomaly. Customer¿s blood glucose level was 108 mg/dl at the time of incident. Customer stated that the insulin pump failed the self test. Customer stated the gain was not greater than 1 minute per week. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the insulin pump history due to broken trace. Device monitored and time clock functioning properly noted.